Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp felt full, as if home patient were overfilled, while using the homechoice cycler for apd therapy. Follow up with the hcp reveals the hp routinely performs a manual exchange during the day and therefore started home patient's apd therapy with approximately 2500mls of fluid in home patient's peritoneum. The hp reported feeling overfill after receiving the programmed fill volume of 2400mls and placed the homechoice cycler into a manual drain until home patient felt relieved. According to the hcp, the hp continued therapy to completion with no further difficulties. The hcp relates there was no patient injury or medical intervention as a result of this incident.